Event description:
A customer reported that results for a single patient sample processed on the engen laboratory automation system were miss-associated with the incorrect sample ID. A vitros tropi es result of 0.012 ng/ml was miss-associated with the incorrect sample identification number and reported from the laboratory for the incorrect patient. Once identified, the correct sample was tested and a corrected vitros tropi es result of 0.037 ng/ml was reported. The misassociation of results with the incorrect patient may lead to inappropriate physician action if occurred undetected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that sample results were miss-associated with the incorrect sample ID for a single patient sample processed on the engen laboratory automation system. The root cause of the event is user error. The investigation determined that the customer failed to remove the sample tubes from the centrifuge module following a stoppage of the module as recommended by the engen laboratory automation system instructions for use. The engen laboratory automation system correctly flagged the affected sample, and the customer did not appropriately review the sample results prior to reporting them. The engen laboratory automation system was operating as intended. The root cause of this event is user error.